Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00037 on 10-feb-2021. Additional information (24-feb-2021): quality controls (qc) recovered in range at the time of the event. The high-sensitivity troponin I (tnih) values on both platforms showed a significant rise and fall pattern over time. The customer ran some of the samples after treatment with heterophile binding tube (hbt). The results on both atellica tnih and architect troponin I increased after treatment however the increase was not consistently significant on all samples. Atellica im tnih assay standardization is traceable to an internal standard; no method comparison claim exists to architect and there would not be expectation that the methods match numerically. The cause of the event is a sample specific issue. Supplemental MDR 2432235-2021-00038_s1 was also filed for the additional information obtained on 24-feb-2021.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue. MDR 2432235-2021-00038 was filed for additional discordant results obtained on (B)(6) 2021.

Event description:
Multiple patient samples from the same patient were tested for high-sensitivity troponin I (tnih) on a non-siemens analyzer from (B)(6) 2021 through (B)(6) 2021. The results were reported to the physician(s) and were not questioned. On (B)(6) 2021, the samples were repeated for tnih on an atellica im 1300 analyzer using the high- sensitivity troponin (hs tni) assay, recovering falsely elevated. It is unknown whether these results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, faslsely elevated troponin results.